Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 449 mg/dl. The customer was treated with insulin pump. Customer also reported insulin flow block alarm during basal or fill cannula. The customer stated insulin did not exit from the tubing. Customer was advised to disconnect at quick release. The customer declined troubleshoot. The insulin pump will not be returned for analysis.